Event description:
Heparin drip being administered to patient. Rn noticed a drip of liquid hit ground by alaris pump. It was noted that primary tubing was leaking above the alaris pump chamber from white circular piece. Nurse manager at bedside to assess. No harm to patient- aptt therapeutic after event. Tubing immediately removed from service. No further information available at this time.